Manufacturer narrative:
The post market surveillance department has requested medical records. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions.

Event description:
A patient reported being recently discharged from the hospital. Follow-up with the patient's nurse reported the patient was admitted to a hospital on (B)(6) 2015, and diagnosed with coagulase-(B)(6) staphylococci peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. No peritoneal dialysis treatments were missed. The patient was treated with unknown antibiotics via intraperitoneal route. As of (B)(6) 2015, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, the patient's signs and symptoms of peritonitis have resolved, the patient has completed their prescribed antibiotic therapy and has been discharged from the hospital.